Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited inappropriate magnet response. No intervention was performed. The patient condition was unknown.